Event description:
The customer returned the device due to loss of pressure, which was verified. During functional test, enough liquid oxygen leaked from the ruptured diaphragm in the relief economizer valve to potentially cause a serious injury should this malfunction recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 11/22/94 which replaced the diaphragm in the relief economizer valve with a more durable material.